Event description:
A CT scan (date unknown) indicated that electrodes had migrated out of the cochlear. The cause of this event is unknown. In 2006, the patient underwent reposition surgery, the device remains implanted.